Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378, lv lead, implanted: (B)(6) 2004; 310f33, tissue valve, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) over-sensing. It was also noted that there were high mode switch and atrial high rate episode counters. The lead remains in use. No patient complications have been reported as a result of this event.